Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The issue was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Event description:
There was an allegation of questionable hdlc3 hdl-cholesterol plus 3rd generation results for 1 patient serum sample on a cobas 8000 c702 module. On (B)(6) 2024, the initial hdl result was 149 mg/dl. On (B)(6) 2024, the sample was repeated and the result was 50.2 mg/dl. A 1:2 dilution was made of the sample and repeated and the result was 51.4 mg/dl. A 1:5 dilution was made of the sample and repeated and the result was 53 mg/dl. The repeat results were deemed more consistent with the patient's clinical history.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration data provided was acceptable. The alarm trace showed multiple abnormal sample aspiration alarms. The investigation is ongoing.